Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while drawing up vaccine using a bd integra¿ syringe, 25 g x 5/8 in retracting needle, the device leaked. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no qn. A total of 23 inspections were performed on 1150 parts and zero defects were found. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode.